Manufacturer narrative:
The service engineer (se) replaced the non-volatile random access memory (nvram). The se performed calibrations and extended self-testing on the device and all tests passed product analysis: a nvram was returned to covidien/ medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis; errors were found in the diagnostic logs and functionality testing was performed. When the test ventilator was powered on the device failed the power on self-test (post). An investigation was performed and the product analysis technician reported that the root cause was isolated to an electronic component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 760 ventilator failed power-on self-test (post). The ventilator was not in use on a patient at the time of the reported event.